Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-02419. It was reported by the plaintiff's attorney that on or about (B)(6) 2009, the plaintiff was implanted with an elevate prolapse repair system "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia", "required additional surgery", had "significant mental and physical pain and suffering", has "sustained permanent injury", and has had "other injuries".